Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the chair has been used as a rental for approximately 1 month and the upholstery is sagging.